Event description:
The customer reported that the central nurse's station (cns) froze and it had to be rebooted. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) froze and it had to be rebooted. According to the customer, the cns is now up and running, but it did froze and had to be rebooted to get it to work again. The customer stated that they try not to reboot the cns unless it is necessary. Technical support (ts) advised the customer to reboot the cns at least once every 90 days. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) froze and it had to be rebooted. According to the customer, the cns is now up and running, but it did froze and had to be rebooted to get it to work again. The customer stated that they try not to reboot the cns unless it is necessary. Technical support (ts) advised the customer to reboot the cns at least once every 90 days. There was no patient injury reported. Investigation summary: the issue of cns freezing was resolved by the customer when hey rebooted the cns. The customer reported that they do not reboot their cnss often. Nk tech support advised the customer that the cnss should be rebooted every 90 days to avoid system instability. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 02/15/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; there was no patient directly involved. Attempt # 1: 02/15/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; there was no patient directly involved. Attempt # 1: 02/15/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; there was no patient directly involved. Attempt # 1: 02/15/2022 emailed the customer via microsoft outlook for device information: the customer replied by stating; there was no patient directly involved. Manufacturer references # (B)(4).

Event description:
The customer reported that the central nurse's station (cns) froze and it had to be rebooted. There was no patient injury reported.